Event description:
Pt with pancreatic abscess had drain placed in or on 2/15/95. Drain removed on 3/12/95. Pt discharged on 3/14/95. Returned for follow-up visit on 3/29/95 & CT scan revealed portion of drain present. Drain broke during removal & was not discovered at the time. Drain surgically removed on 4/3/95 & pt had uncomplicated recovery.